Event description:
New information received notes that episodes of noise reversion were noted.

Event description:
It was reported that patient presented in clinic after experiencing arrhythmia. Upon interrogation, it was found that patient's right ventricular (rv)lead exhibited loss of capture, under sensing and low pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient was stable.